Event description:
Related manufacturer reference number: 1627487-2024-08287. Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported one of the patients extensions is fractured. X-ray confirmed the fracture. Surgical intervention may be pending to address the issue. Investigation was unable to determine which extension was at fault.